Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the external pulse generator (epg) presented with an error code. It was indicated that the epg failed incoming testing due to the atrial hear wire having high resistance. It was also indicated that the battery contacts were contaminated and the case was damaged. The epg was to be scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) presented with an error code. The epg was returned for repair. No patient complications have been reported as a result of this event.